Event description:
Hypoglycemia; this is my 7th or 8th replacement personal medical device as part of the omnipod dash system since march. There is a charging problem and the time that the battery runs out is unpredictable. In 30 min, it will go from 90's% to 0. So I have been out and the pdm is out of battery power. And since when it drains is unpredictable, it is hard to have a work around. This has caused me to have hyperglycemia, because I eat and can't take a bolus. Then I have a low blood sugar once I can get to a plug and try to address hyperglycemia, and then I ricochet to hyperglycemia again. And now it has been a week and I haven't heard from them. I'm stuck because I have insulin pods left. I am highly anxious to go out, and out of it because of the hyperglycemia it causes because it runs out of battery power unpredictably. They won't do anything else but keep replacing the device, which I need to reprogram and worry if the problem will happen again, which it does. I feel like I have been abandoned. FDA safety report ID# (B)(4).